Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose level was 37 mg/dl. The customer reported that they had a high and low blood glucose level . The customer had high blood glucose level was 267 mg/dl at the time of the incident and current blood glucose level was 177 mg/dl. The customer was treated with bolus. The customer declined to perform the high pressure test. The pump will not be returned for analysis.